Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units helium valve and transducer failed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 additional contact details: name: (B)(6) email: (B)(6) phone number: (B)(6) getinge field service engineer (fse) found a helium tank regulator had a massive leak. It was resolved by replacing helium pressure regulator (0103-00-0637) and pressure transducer (0682-00-0092-01). Cleared for use and returned to clinical service. Could not duplicate issue after repairs.